Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in severely tortuous aorta-iliac. During the procedure, an equalizer 33/7/2/100 balloon catheter was advanced for dilatation. After the stent graft was placed, touch-up was performed without a problem from the aorta to the leg from the left side femoral. Next, after dilation was performed, when touch-up was performed from the right side femoral with the use of the same balloon, negative pressure was applied, but deflation could not be performed. The 20cc syringe was changed to 10cc syringe in first inflation and was able to perform the deflation slowly for four to five minutes manually and saline contrast ratio was approximately 50:50. This was attempted three times using the same size, 33mm, and 27mm all had the same issue. Eventually, touch-up was performed using gores coda balloon and was able to deflate with no resistance felt. The cause was not confirmed since the blood vessel was relatively straight anatomically. Moreover, there should be no resistance felt since the sheath was for stent graft and the lumen was thick. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1: initial reporter city - (B)(4). Device evaluated by MFR.: the device was retruned for analysis. The balloon was carefully inspected and it did not show visual defects, it was in good condition. The balloon was inflated and no issues were noted. Also, the balloon was able to deflate without issues. No more damages were found in the returned device.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in severely tortuous aorta-iliac. During the procedure, an equalizer 33/7/2/100 balloon catheter was advanced for dilatation. After the stent graft was placed, touch-up was performed without a problem from the aorta to the leg from the left side femoral. Next, after dilation was performed, when touch-up was performed from the right side femoral with the use of the same balloon, negative pressure was applied, but deflation could not be performed. The 20cc syringe was changed to 10cc syringe in first inflation and was able to perform the deflation slowly for four to five minutes manually and saline contrast ratio was approximately 50:50. This was attempted three times using the same size, 33mm, and 27mm all had the same issue. Eventually, touch-up was performed using gores coda balloon and was able to deflate with no resistance felt. The cause was not confirmed since the blood vessel was relatively straight anatomically. Moreover, there should be no resistance felt since the sheath was for stent graft and the lumen was thick. The procedure was completed with another of same device. There were no patient complications nor injuries reported.